Event description:
This case is cross referred with the cases: (B)(4) (cluster). This unsolicited case from united states was received on 06-dec-2017 from a health care professional. This case concerns a (B)(6) male patient who received treatment with synvisc one injection and after unknown latency had redness, could not bear weight on leg, swelling and pain. Also device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. On an unknown date, patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: not provided) in right knee for right knee osteoarthritis. On an unknown date, after unknown latency, patient had redness, swelling, pain and could not bear weight on the leg. Patient took a methylprednisolone (medrol) dose pack. Corrective treatment: methylprednisolone for redness, could not bear weight on leg, swelling and pain. Outcome: unknown for all events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: required intervention for all events pharmacovigilance comment: sanofi company comment dated 19-dec-2017: this case concerns a male patient who received synvisc one injection from recalled lot and later had pain, swelling, redness and could not bear weight on his leg. Based upon the company investigation, the causal role of the product cannot be ruled out with the occurrence of events. Furthermore, the concerned lot number has been identified to have malfunction by the company.

Event description:
Redness [localised erythema] could not bear weight on leg/ difficulty in weight bearing [weight bearing difficulty] device malfunction [device malfunction] potential contamination of the specimen with methylobacterium thiocyanatum [joint infection] ([methylobacterium infection], [synovial fluid white blood cells]) swelling/immediate swelling/increased swelling [swelling of r knee] pain/painful [knee pain] ([condition worsened]) knee aspiration/4cc of somewhat bloody minimally viscous fluid/mild joint effusion as a +1 effusion [knee effusion]. Synovitis [synovitis]. Some discomfort in the left knee [discomfort in joints]. Case narrative: this case is cross referred with the cases: , (B)(4) (cluster). This unsolicited case from united states was received on 06-dec-2017 from a health care professional. This case concerns a 66 years old male patient who received treatment with synvisc one injection and on the same day could not bear weight on leg/ difficulty in weight bearing, swelling/immediate swelling/increased swelling, pain/painful and had knee aspiration/4cc of somewhat bloody minimally viscous fluid/mild joint effusion as a +1 effusion; after unknown latency had redness, some discomfort in the left knee; after few days had potential contamination of the specimen with methylobacterium thiocyanatum, synovitis. Also device malfunction was identified for the reported lot number. No medical history was provided. Patient had penicillin allergy. Concomitant medication included ezetimibe/simvastatin (vytorin). On (B)(6) 2017, patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: (B)(6) 2020) in right knee for right knee osteoarthritis. On the same day, after receiving injection, patient had swelling, pain and could not bear weight on the leg. Patient had immediate swelling, painful and difficulty in weight bearing. Patient had corticosteroid injection and aspiration was sent for culture. Patient was started on bactrim ds. On an unknown date, after unknown latency, patient had redness. Patient took a methylprednisolone (medrol) dose pack. On (B)(6) 2017, patient had aspiration, white blood cell (wbc) was 1400 with 45 percent neutrophils. Patient had an immediate reaction to that with increased swelling and pain that spontaneously had improved but he was still having ongoing pain. He did have bone-on-bone degenerative arthriticchanges in the medial compartment. Because of the continued exacerbation of his pain, it was thought to appropriate to bring him in for aspiration of his knee and institution of antibiotics because of the synvisc one recall. It was noted that they had potential contamination of the specimen with methylobacterium thiocyanatum, which was empirically sensitive to trimethoprim, sulfamethoxazole as well as ciprofloxacin. It was thought appropriate to start him on trimethoprim and sulfamethoxazole after the aspirate. On (B)(6) 2018, the cultures of aspiration fluid wee negative. Patient was having pretty good relief while on bactrim ds and he is also using voltaren gel. I am going to ask him to stop the sulfamethoxazole/trimethoprim (bactrim ds), continued with the voltaren gel. He could take naproxen sodium (aleve) in addition to that on an as needed basis and we would see how it went. On the same day, x-rays were done, lateral and skyline view of his right knee, which showed some bone-on-bone degenerative arthritic change in medial compartment, which was unchanged from filmsfrom august and lateral view shows some minor degenerative arthritic changes in the patellofemoral joint as did the skyline view. Left knee looked to be good. Patient was having some discomfort in the left knee probably from overcompensating for the pain in his right knee. Pain seemed to be better when he was on the voltaren gel. Corrective treatment: naproxen sodium (aleve), diclofenac potassium (voltaren) gel for some discomfort in the left knee; sulfamethoxazole/trimethoprim (bactrim ds) for potential contamination of the specimen with methylobacterium thiocyanatum; methylprednisolone for redness; methylprednisolone (medrol), diclofenac potassium (voltaren) gel, sulfamethoxazole/trimethoprim (bactrim ds), naproxen sodium (aleve) for could not bear weight on leg/ difficulty in weight bearing, swelling/immediate swelling/increased swelling, pain/painful, knee aspiration/4cc of somewhat bloody minimally viscous fluid/mild joint effusion as a +1 effusion. Outcome: unknown for redness, synovitis, potential contamination of the specimen with methylobacterium thiocyanatum; recovering for some discomfort in the left knee; not recovered for all events reporter causality description: all events were related to synvisc one a product technical complaint was initiated with global ptc number 50954. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: required intervention and medically significant for all events follow up was received on (B)(6) 2018. Global ptc number was added. Text amended accordingly. Additional information was received on (B)(6) 2018 from a health care professional. Product start date updated. Verbatim was updated for the events of could not bear weight on leg to could not bear weight on leg/ difficulty in weight bearing; swelling to swelling/immediate swelling; pain to pain/painful; outcome and event start date updated for all. Event of knee aspiration was added along with its details. Concomitant medication added. Clinical course amended. Text amended accordingly. Additional information was received on (B)(6) 2018 from healthcare professional. Event potential contamination of the specimen with methylobacterium thiocyanatum, synovitis and some discomfort in the left knee was added. Verbatim of event swelling/immediate swelling was updated to swelling/immediate swelling/increased swelling; knee aspiration was updated to knee aspiration/4cc of somewhat bloody minimally viscous fluid/mild joint effusion as a +1 effusion. Clinical course amended. Text amended accordingly. Clinical course amended. Text amended accordingly.

Event description:
This case is cross referred with the cases: (B)(4) (cluster). This unsolicited case from united states was received on 06-dec-2017 from a health care professional. This case concerns a (B)(6) years old male patient who received treatment with synvisc one injection and on the same day could not bear weight on leg/ difficulty in weight bearing, swelling/immediate swelling, pain/ painful and had knee aspiration; after unknown latency had redness. Also device malfunction was identified for the reported lot number. No medical history was provided. Patient had penicillin allergy. Concomitant medication included ezetimibe/simvastatin (vytorin). On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: may-2020) in right knee for right knee osteoarthritis. On the same day, after receiving injection, patient had swelling, pain and could not bear weight on the leg. Patient had immediate swelling, painful and difficulty in weight bearing. Patient had corticosteroid injection and aspiration was sent for culture. Patient was started on bactrim ds. On an unknown date, after unknown latency, patient had redness. Patient took a methylprednisolone (medrol) dose pack. On (B)(6) 2017, patient had aspiration, white blood cell (wbc) was 1400 with 45 percent neutrophils. Corrective treatment: methylprednisolone for redness; methylprednisolone (medrol), diclofenac potassium (voltaren) gel, sulfamethoxazole/trimethoprim (bactrim ds), naproxen sodium (aleve) for could not bear weight on leg/ difficulty in weight bearing, swelling/immediate swelling, pain/painful, knee aspiration outcome: unknown for redness; not recovered for all events reporter causality description: all events were related to synvisc one a product technical complaint was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: required intervention and medically significant for all events follow up was received on 13-feb-2018. Global ptc number was added. Text amended accordingly. Additional information was received on 13-feb-2018 from a health care professional. Product start date updated. Verbatim was updated for the events of could not bear weight on leg to could not bear weight on leg/ difficulty in weight bearing; swelling to swelling/immediate swelling; pain to pain/painful; outcome and event start date updated for all. Event of knee aspiration was added along with its details. Concomitant medication added. Clinical course amended. Text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 13-feb-2018: the follow up information received does not change the previous case assessment. This case concerns a male patient who received synvisc one injection from recalled lot and later had pain, swelling, redness and could not bear weight on his leg. Based upon the company investigation, the causal role of the product cannot be ruled out with the occurrence of events. Furthermore, the concerned lot number has been identified to have malfunction by the company.